Event description:
I was using the amo complete moisture plus solution for my contacts and experienced an eye infection. My eyes hurt badly and I was not able to see clearly for almost a week. Dose: several ounces. Frequency: daily. Dates of use: less than seven weeks in 2007. Diagnosis: daily contact solution.